Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl. The customer stated that he kept vomiting and when the nausea medicine was not working he went to the emergency room. The customer was hospitalized due to infection in the stomach. The customer was treated with insulin drip.